Event description:
It was reported that during a da vinci surgical procedure, the wire on the tip of the mega needle driver instrument broke while in use. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken grip cable at the distal idlers. The idler pulley spun freely and was not damaged. Failure analysis investigation also found the following damaged which were not reported: there was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Also, the distal end of the instrument's main tube had a scratch mark showing light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. Failure analysis concluded that the indentation on the pulley was likely due to mishandling.